Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment, material deformation and perforation. This information was received from one source. The malfunction involved patient with no known impact to the patient. The 48 years old male patient's weight was unknown.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation and medical records were provided. Therefore, the investigation is confirmed for the reported detachment, material deformation and perforation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: b5, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided, and a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation, and medical records were provided. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment, material deformation and strut detachment. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old male patient's weight was unknown.